Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed the customer comment; the display lens was broken. It was also found that the upper/lower case halves were contaminated. The ring cover, heart block, lead flex cover and heart wire contacts were contaminated. One board screw and main printed circuit board and heart lead flex were corroded.

Event description:
It was reported the epg (external pulse generator) has mechanical case damage. It was returned for service and subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.